Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and instructed the customer to continue using the device and to call back if the issue recurs, which the customer understood.